Manufacturer narrative:
Device evaluated by manufacturer: the nc quantum apex monorail (mr) device was received with product shelf carton. Visual and microscopic analysis revealed blood and contrast were visible throughout the distal lumen. Inspection of the balloon revealed a pinhole 2.5mm from proximal balloon waist. Inspection of the balloon presented no irregularities in the balloon material and the ro markers that could have contributed to the damage. The returned device is relatively consistent with the reported balloon burst; however, there is no evidence of any material or manufacturing deficiencies that could have contributed to this complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 75% stenosed denovo lesion was located in the moderately tortuous and severely calcified bifurcation between the left circumflex and posterior descending artery. A 12mm x 2.00mm nc quantum apex balloon catheter was advanced to the target lesion and on the first inflation to 18atms, a balloon rupture occurred. After the dilation residual stenosis of the lesion was 50%. The balloon catheter was removed intact and the procedure was completed with a different device. Post dilation was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 75% stenosed denovo lesion was located in the moderately tortuous and severely calcified bifurcation between the left circumflex and posterior descending artery. A 12mm x 2.00mm nc quantum apex balloon catheter was advanced to the target lesion and on the first inflation to 18atms, a balloon rupture occurred. After the dilation residual stenosis of the lesion was 50%. The balloon catheter was removed intact and the procedure was completed with a different device. Post dilation was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status is good.